Event description:
Primary stabiliy achieved, no osseointegration. Patient smokes. Infection, pain, swelling. Bone necrosis (torque of implant placement was more than 35ncm). Implant came out after 2 weeks.